Manufacturer narrative:
H3: the field service engineer (fse) performed a preliminary evaluation on the device. The device is expected to be returned to olympus for a more thorough investigation, however, to date the device has not been returned. During the preliminary evaluation, the customer's allegation was confirmed. In addition, the fse found that the touchscreen was having a blackout, however, the equipment was having power-on indications. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The biomed engineer reported to olympus that the visera elite ii video system center did not display an image, and there was no indication on the touchscreen. The issue occurred during maintenance. There was no patient harm associated with the event.

Manufacturer narrative:
Correction: the customers reported event was not confirmed by the fse as stated in the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The field service engineer (fse) visited the site and performed an evaluation of the device. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.